Event description:
The surgeon was using the suction cautery unit and a piece of plastic was chipped from the handpiece. The following areas were searched: the wound, the drapes, the sponges, and the floor, but the or staff was not able to locate the piece of plastic.